Manufacturer narrative:
Evaluation: results: patient lesion morphology; balloon material may have been damaged on the calcified plaque present at the lesion site resulting in the subsequent detachment of material. Root cause of the reported deflation difficulties is undetermined. Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device. Patient lesion morphology; balloon material may have been damaged on the calcified plaque present at the lesion site resulting in the subsequent detachment of material. No conclusion can be drawn. Root cause of the reported event is undetermined. (B)(4).

Event description:
The physician was attempting to use a 1.25 mm diameter x 15mm length sprinter legend rapid exchange (rx) balloon dilation catheter to pre-dilate a severely calcified lesion with 90% stenosis located in the rca. Prior to use, the device was inspected and negative prep was performed with no issues noted. The balloon was reported to be the first device to treat the lesion and device was removed from the patient between inflations. Force was used to remove the device from the patient. Deflation difficulties were noticed on the subsequent inflation and the balloon was reported to be difficult to retract. Difficulties were encountered in removing the device from the patient and force was used. No patient injury occurred and no clinical sequelae were reported. Device evaluation: a jagged radial tear was evident on the balloon distal to the proximal balloon bond. The remainder of the balloon material was detached. The distal inner shaft was stretched and kinked. The distal and inner shaft marker had detached.